Manufacturer narrative:
(B)(4). Investigation results. The returned flexiva ID tractip 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 308.4 cm from the end of the sma connector to the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition. Functional analysis revealed that the light from the sma connector was distorted, which indicates a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. It is likely that procedural handling of the fiber during setup or use contributed to the fracture within the fiber connector, leading to the reported failure to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2021. The laser unit used was a lumenis 100 watt laser console. During the procedure, the laser fiber was not firing any energy from the tip. The laser fiber was screwed in all the way into the connector. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. Additional information: this event has been deemed reportable based on the investigation finding that the laser fiber was broken within the connector.